Event description:
It was reported that the patch was implanted during a hectic code perfusion critical laparotomy (post kidney transplant) where patient presented in hemorrhagic shock pre-op. A sample of the graft was sent after being opened (and admittedly handled by multiple people; in contact with patient and patient contaminated instruments/gloves). Said sample came back positive for cultured of candida fungus. Graft was already implanted. No unusual harm or injury has been caused by the incident and patient has since been discharged.

Manufacturer narrative:
The product remains implanted and unavailable to be returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus to verify the device is supplied sterile. It was stated that the graft was handled by multiple people in contact with the patient and patient contaminated instruments/gloves. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. Review of the device history record did not identify any issues that would cause or contribute to the reported issue. We have not received any other complaints of a similar nature for devices from this lot.